Event description:
It was reported that the moisture could not be wiped from the scope which led to an unclear image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. According to henke: scope has been evaluated as a level 2 repair due tot he tip use, bent needle, broken lenses, residue and several scratches,dents and dings along the needle. Probably root cause for this failure is: the complaint has been confirmed and is due to customer use and/or handling. The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the moisture could not be wiped from the scope which led to an unclear image.